Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician noticed a post bi-ventricular paced t wave oversensing during a follow-up appointment. Technical services were contacted for troubleshooting and recommendations. The physician will perform a close follow up in order to program with technical support recommendations. There were no consequences for the patient.